Event description:
It was reported 50ml of phenylephrine free flowed. The infusion bag's total dose/volume was 10mg/250ml. The event allegedly resulted in hypertension and required "anesthesia gas" to be given to the patient. The customer reports that the patient's outcome was "favorable." Received a copy of the customer's medwatch report from FDA which states, ¿alaris pump malfunction resulting in free flow of phenylephrine resulting in a negative impact to patient's vital signs."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.